Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced a disconnection resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to the patient¿s tubing disconnecting from their transfer set after it got caught on something. The patient was hospitalized one day after onset of the peritonitis event. On the same day as onset, the patient was treated with vancomycin intraperitoneally (dose and frequency not reported) for the event. Six days after hospitalization the patient was discharged from the hospital. Three days after discharge, the patient was readmitted for peritonitis. During hospitalization, pd therapy was discontinued, their pd catheter was removed and the patient was switched to hemodialysis. Treatment for the recurring event was unknown. The patient was discharged seven days later and was reported to be recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 2 involved in this event.